Event description:
It was reported that a flogard infusion pump would not function. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was serviced at the customer site and the sample was visually inspected and functionally tested. The reported condition was confirmed as an f-38 alarm. The cause was due to the right force sensing resistor (fsr) being out of specification. In order to resolve the issue the fsr was replaced. The device was serviced and restored to a good working condition. If additional relevant information is received, a follow up report will be sent. (B)(4).